Event description:
It was reported that bd insyte autog bc catheter tip integrity issue found during investigation. The following information was provided by the initial reporter: ¿following releasing the catheter according to manufacturer instructions staff report they are having great difficulty threading the catheter when accessing the patient, causing multiple blown IV starts.¿ there has been two occurrences where the hub of the catheter will not thread off the needle once inserted into the patient. Response: what is the date of event? (B)(6) 2024. Describe any patient harm, injury, complication or negative outcome that occurred because of the event. No.

Manufacturer narrative:
Our quality engineer inspected the representative samples submitted for evaluation. Bd received 3 sealed 24ga x 0.75in. Insyte autoguard bc units from lot number 4025336. A penetration and drag test was performed. This tests for the cannula tip, catheter tip, and drag forces. One unit failed for catheter tip penetration and was borderline for cannula tip. A microscopic analysis was performed and discovered that the cannula was dull and the catheter tip appeared to not have been cut correctly. There were large pieces of flash on the catheter tip which is unacceptable. This was physical/mechanical evidence to confirm and support a manufacturing process related issue. During manufacturing, a flashed catheter tip may occur due to temperature, mandrel worn, die needs cleaning, cutter length too short, or tipping force too high. Mandrel verification and tip quality inspections per quality control plan, standard operating procedures, software validation and supplier qualification of die and mandrels are in place to mitigate the occurrence of this defect. The dull cannula may have occurred in manufacturing due to machine misalignment during assembly. This may cause a damaged needle tip resulting in the needle penetration force being too high. Quality control plan functional check sampling is performed to mitigate the occurrence of this defect. In conclusion, the confirmation of the report for threading difficulty likely associates with the observations of manufacturing related issues for the devices testing unacceptable for catheter tip integrity and needle dull or blunt. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified . Complaints received for this device and reported condition will continue to be tracked and trended.